Manufacturer narrative:
(B)(4). The customer returned one actual for evaluation. The sample arrived out of the pouch primed. Visual inspection of the first y site confirmed that what appears to be a section of a male luer is broken off inside the y site gland. Closer visual inspection under a microscope showed that, it appears excessive torque was applied to the male luer device. There were marks left on the clearlink y-site that indicated a tool was used on the y-site. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. An assignable root cause could not be determined.

Event description:
The customer reported to their baxter sales representative that the clearlink continu-flo solution set broke at the y-site. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available, but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.